Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Please refer to manufacturer's report no. 2032227-2014-57298 as it refers to the same event but of a different device.

Event description:
It was reported that the customer had high blood glucose levels of 386 mg/dl. The customer reported that the insulin pump alarmed no delivery during infusion site location change. Troubleshooting was done. The customer was advised to disconnect at the quick release for the infusion set of the insulin pump. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did not exit. The customer reported that the insulin pump was rewound with a reservoir in place. The customer was advised to rewind the insulin pump, reinsert the reservoir into insulin pump and to run a manual prime. The customer reported that insulin exited the insulin pump. It was reported that the reservoir of the insulin pump might have been occluded. No additional information was provided.